Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had a bubbled or unattached downstream occlusion (dso) seal during testing. There were no patient involvement and no patient harm. This may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.